Manufacturer narrative:
Darson m, alexander e, schiffman z, et al. Procedural techniques and multicenter postmarket experience using minimally invasive convective radiofrequency thermal therapy with rezum system for treatment of lower urinary tract symptoms due to benign prostatic hyperplasia. Res rep urol 2017; 9: 159-168. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in research and reports in urology that a retrospective review was conducted of patients who had undergone water vapor therapy (wvt) procedures for treatment of lower urinary tract symptoms (luts) due to benign prostatic hyperplasia (bph). This study sought to evaluate the clinical outcomes following wvt procedures. The medical records of 131 patients with moderate to severe luts who underwent the procedure between (B)(6) 2015 and (B)(6) 2016 were review. Data accrual up to 12 months postoperatively continued until (B)(6) 2017. Urologists used their own discretion for patient section with variable prostate sizes, luts severity, urinary retention, or the presence of an obstructing median lobe. All procedures were successfully completed without perioperative device or procedure-related adverse events. 86% of the procedures were performed with intravenous sedation, 15% with general anesthesia, and 6% with a prostate blocker. Patients then had follow-up visits at 1 month, 3 months, 6 months, and 12 months post-procedure. All post-procedure adverse events that were reported were normally anticipated and related to endoscopic instrumentation. No cases of de novo erectile or ejaculatory dysfunction were reported. The following post-procedure complications were reported: acute urinary retention, urinary frequency, urinary urgency, hematuria, and nocturia. All of these events were mild to moderate in severity, with most resolving within a short time after routine treatment or without treatment. Three patients had an obstructing residual tissue or insufficient improvement and underwent a secondary procedure. Two patients underwent a transurethral resection of the prostate procedure, and one patient underwent a second wvt procedure. Overall, patients involved in the study experienced significant improvements in their international prostate symptoms scores, quality of life, and post-void residual volumes.